Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 14th distal stent wrap with struts raised. There was slight kinking of the distal shaft 4.8cm distal to the guidewire entry port. There were numerous kinks along the hypotube. There was slight deformation to the distal tip. (B)(4).

Event description:
The physician intended to use a resolute onyx device. No abnormalities were reported in relation to anatomy. It is reported that during the procedure the physician noted damage to the stent and didn't implant it. Analysis of the returned device confirmed damage to the stent. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.